Manufacturer narrative:
The shock absorber maintenance is covered in the service maintenance which includes that the shock absorber should be replaced every 6 months or after 150,000 tests. The weakened shock absorber was requested but not provided for investigation. The shock absorber was replaced at the time of the event. No product problem was identified.

Manufacturer narrative:
The field service engineer (fse) replaced the shock absorber for the main analyzer lid. The investigation is ongoing.

Event description:
There was an allegation that the cover of a cobas integra 400 plus analyzer while open, fell onto a technician's head.